Manufacturer narrative:
Device not reportedly implanted / explanted ¿ used a new plate intra-operatively complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. The investigation could not be completed; no conclusion could be drawn, as no product was received. DHR review ¿ manufacturing location: (B)(4). Manufacturing date: 09.mar.2015 expiry date: 01.mar.2025. No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: a surgery was performed on (B)(6) 2015 for a radial diaphyseal fracture. Due to the fact that the patient was adolescent, in order to implant the reported lc-lcp plate small (with 6 screw holes), only cortex screws were used. Although the drilling and the tapping were performed thoroughly as normally performed, the reported screw broke in half while screwing it into the bone. The plate was replaced with the 7-holed one, while the broken screw was left in the bone. The surgical operation was delayed for 15 minutes. This is report 1 of 2 for (B)(4).

Manufacturer narrative:
A product investigation was completed: one plate 423.561s was received back for investigation. The provided visual inspection showed that there are marks of use, dents and damages on the upper surface of the plate. Further some color came of inside the plate holes. It is likely that the process of pre-drilling and tapping could have been executed poorly and the pre-worked diameter had a too small size or the position was somehow tilted or wrong. Trough out insertion procedure the screws shaft might have had contact to the plate and the breakage occurred. We are unsure about the root cause to this complaint. The manufacturing documents of the plate were reviewed and confirmed to specifications. A corrected device history record review was completed: manufacturing location: (B)(4). Manufacturing date: 29april2015. Expiry date: 01april2025. No non-conformance reports were generated during production. Review of the device history record (s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.